Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had shoulder and arm pain. The hcp stated that the patient did not have their patient programmer because the ins was not working and they turned it off. The patient indicated the ins caused more pain and irritated their muscles (even at low amplitudes).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.